Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer had experienced a blood glucose (bg) level of 31 mg/dl. The customer was uncertain of the suspected cause. Reportedly, no issues were observed with the supplies. The customer reported that their family member may have given them a glucagon shot to stabilize bgs but was uncertain. Subsequently, the customer went to the hospital. Dextrose, an IV, and some food were administered to stabilize bgs. The customer could not recall any additional details relating to the event.